Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that indicated the metal part of the trocar was removed from the sclera during the same surgery session.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported when the chandelier was pulled out of the trocar, only the green rubber part was removed and the metal part of the trocar remained in the sclera. The procedure was completed without the product replacement. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened trocar cannula and hub along with a chandelier were received in a bag for the report of trocar was disassembled. The returned sample was visually inspected. The trocar assembly returned was found to be non-conforming with the cannula separated from the hub. There was presence of adhesive inside of the hub. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).